Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that 10-20 days following implant of a smiths medical port-a-cath®ii implantable access systems the skin is reported to rupture causing the chamber to come out. Subsequently, the patient was brought to surgery for intervention which was reported to delay chemotherapy treatment. No further adverse effects were reported.